Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-03006. It was reported during an ipg replacement procedure on (B)(6) 2018, (reference MFR. Report#: 3006705815-2018-02816), system diagnostics revealed high impedance values on the leads. As such, the patient leads were explanted and replaced. Effective therapy was restored post-operative.